Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. Patient age at time of event, date of birth, sex , and weight not reported. Date of event is unknown. The event is considered to be when the patient began experiencing pain. Catalog # and serial # (d4) not utilized by trilliant surgical. Lot # not reported and is unknown. Therefore, unique identifier (UDI) # is unknown. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Implanted date not reported/unknown. Concomitant medical products and therapy dates not reported. Initial reporter fax not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Device manufacture date is unknown. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving a tiger removal between may 2020 and may 2021. Eight (8) similar complaints were identified. Of these eght (8) identified complaints, the root causes were as follows: unknown (4), patient other (osteoporotic bone), surgical team other (industry standard), patient anatomy, and no identified defect. None of these related events were confirmed to contain parts from the same lot number(s) as the reported event as the lot number(s) are unknown. Device history record (DHR) review: due to the limited information available after a written attempt was made, the inventory type and inventory status are unknown. Thus, lot numbers could not be identified for DHR review. Review of surgical technique: tiger cannulated screw system instructions for use, 900-01-002 revision p, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. Due to limited information available as well as the nature of the event (removal due to pain), simulated use testing would not be able to provide further insight into the evaluation of the root cause. Thus, simulated use testing was not performed. Investigation conclusion: limited information was provided by the initial reporter. DHR review could not be conducted. It is unknown if the doctor followed the instructions for use. Parts were not returned to be visually / dimensionally inspected. Due to the limited information available after written attempt was made for more information, the root cause is unknown.

Event description:
On 05/13/2021, facility 1's resource nurse emailed into (B)(4), requesting a tiger cannulated removal kit for an upcoming removal on (B)(6) 2021 of two (2) 200-20-016 (2.0 x 16mm tiger cannulated screw) with doctor 1 at facility 1. The nurse noted that the product is being removed due to the record of patient pain in post-operative review. Further details shall be obtained by the local representative post removal.